Event description:
Four visu-loc clip appliers jammed outside the pt and lengthened the surgery.

Manufacturer narrative:
Four clip appliers were returned, decontaminated and investigated. A conclusion cannot be determined as to what caused the jams. All components were inspected and found to be within specification. A review of the associated device history record showed that they were produced according to our defined processes and met all stated specifications.